Manufacturer narrative:
Visual inspection of the returned product showed that the lens was torn in half and there was a tear on the optic near one of the haptics. There was evidence of a clear surgical residue. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
It was reported that after the surgeon inserted an aq2010v three piece silicone lens and the lens was torn at the base of the haptic. The lens was removed without enlarging the incision and there was no patient incident.